Event description:
After the procedure, a minor burn of about 5mm x 6cm was noted on the skin near the scope insertion site. Another scope was used in the procedure.

Manufacturer narrative:
No product is being returned for evaluation.